Event description:
It was reported that a malfunction alarm occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The issue had occurred at least three times previously with this pump. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.